Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow up, undersensing of an atrial fibrillation episode resulting in inappropriate therapy was observed on the device. No device malfunction is suspected by the healthcare provider, it was suspected the programmed settings of the device resulted in the inappropriate therapy. Reprogramming is anticipated but has not yet been performed. The patient was stable.